Event description:
On (B)(6) 2016, nakanishi received a phone call from a distributor saying that an nsk dental handpiece, z95l (serial no. (B)(4)) seemed to have overheated during an operation at a dental office. On the same day ((B)(6) 2016), the distributor visited the dental office to obtain the detailed information. The information the distributor received from the dentist is. The event occurred on (B)(6) 2016. The dentist was removing an inlay from a tooth of the patient's upper left jaw using the z95l. During the procedure, the patient complained about the handpiece overheating. The patient was not burnt from the overheating. The patient was not anesthetized. According to the dentist, there was a slight bur runout prior to hearing the complaint from the patient.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device [c160406-01-1]. These activities are described in more detail below. Methodology used : nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed the abnormal temperature rise at test point (1) 10 seconds after the start. Temperature measurements 60 seconds after the start are as follows: test point (1) : 59.8 degrees c, test point (2) : 84.5 degrees c, test point (3) : 37.4 degrees c, test point (4) : 28.8 degrees c. Nakanishi confirmed abnormal temperature rises at the testing points (1) and (2) in the evaluation. The temperature testing was conducted for only 60 seconds into the planned 5 minute evaluation. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the bearing retainer (ball retaining plastic part) was broken. Nakanishi also observed dirt (abrasive powders/foreign materials) inside parts. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Nakanishi reassembled the handpiece and cleaned the inside of the handpiece using nakanishi pana-spray plus, as defined in the operation manual, due to the presence of abrasive powders/foreign materials in the handpiece. Nakanishi observed dirt being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. When nakanishi received the handpiece, the cartridge bearing was already damaged, as discovered by the disassembly previously discussed. Therefore, nakanishi replaced the damaged bearing before measuring the temperature again, because unacceptable temperatures were expected in the temperature measurement with the damaged bearing. After the replacement, nakanishi measured the exothermic situation yet again. There was no abnormal temperature rising during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged bearing had been replaced. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken ball retaining plastic part. Nakanishi considers the possibility from many years of experience that the cause of the ball retaining plastic part being broken was the ingress of abrasive powders/foreign materials. A lack of maintenance causes the accumulation of dirt (abrasive powders/foreign materials) in the inside parts, which causes dirt/debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of checking the handpiece prior to use to prevent overheating as instructed in the operation manual.